Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: installing the implant too deep. The most probable root cause for the hematoma is the surgical procedure. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition." Model number, lot number, manufacture date, exp date and gtin: 1st (superior): ifuse-3d implant, p/n 7045m-90, lot# 2747901, mfd. 08/19/20, exp. 2025-08-19, gtin (B)(4). 2nd (middle): ifuse-3d implant, p/n 7050m-90, lot# 2728321, mfd. 03/05/20, exp. 2025-03-05, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient reported post-operative radicular pain and hematoma following the initial procedure. The surgeon l determined that the superior and middle positioned implants were impinging on the neuroforamen causing radicular pain. One day after the initial procedure, the surgeon first evacuated the hematoma. He then backed-up, but did not remove, the superior and middle positioned implants a couple millimeters each to relieve the nerve impingement. No other preexisting implants were adjusted or removed, and no new hardware was added. The patient's pain complaints and hematoma resolved following the revision procedure.